Event description:
Customer reported system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Found software was corrupted. Reloaded software. System operating as intended.